Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an umbilical vessel catheter. The customer stated that the physician pre-tested the uvc with a 10cc syringe prior to insertion, no leakage was noted during the pre-test. The uvc was inserted into the pt with no difficulty per the facility, the nurse began fluids and a leak was noted by the hub. The uvc was pulled and replaced. Pt reported as doing fine.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is underway. Upon completion, the results will be forwarded.